Event description:
The customer called to report high bgs. The customer thinks the pump does not deliver accurately. The customer was unconscious and woke up with the paramedics reviving customer because of the low bgs. Troubleshooting was performed. The pump passed the self-test and the lead screw test. The high-pressure test was not performed due to the lack of clamp.